Event description:
It was reported that during a scheduled insertable cardiac monitor (icm) device replacement procedure, after the surgical incision to remove the implanted insertable cardiac monitor (icm) device was made, the icm device could not be removed from the patient, since it was too deep inside the tissue. It was noted that the device had been palpated prior to making the incision; however, once the surgical incision was made, it could not be removed. The health care professional (hcp) therefore decided to reschedule the procedure and plans to remove this icm device, under the guidance of an x-ray, in the future. No adverse patient effects were reported. This icm device remains implanted in the patient at this time.

Manufacturer narrative:
Field g4 premarket/510k from section g all manufacturers, contains both documents k193473 and k210608 whose character limit prevented both entries from the field.

Event description:
It was reported that during a scheduled insertable cardiac monitor (icm) device replacement procedure, after the surgical incision to remove the implanted insertable cardiac monitor (icm) device was made, the icm device could not be removed from the patient, since it was too deep inside the tissue. It was noted that the device had been palpated prior to making the incision; however, once the surgical incision was made, it could not be removed. The health care professional (hcp) therefore decided to reschedule the procedure and plans to remove this icm device, under the guidance of an x-ray, in the future. Additional information indicates this insertable cardiac monitor (icm) device was successfully explanted from the patient, due to normal battery depletion, using x-ray imaging. A new icm device was implanted as replacement. No adverse patient effects were reported. The explanted icm device is not available for return, since it was discarded by the hcp.

Manufacturer narrative:
Field g4 premarket/510k from section g all manufacturers, contains both documents k193473 & k210608 whose character limit prevented both entries from the field.